Event description:
On 5th may 2021, rayner intraocular lenses limited received notification from its czech distributor of an event that occurred following implantation of a t-flex aspheric 623t. The event description provided states that just over four years post-operatively opacification of the iol was observed necessitating lens explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the patient presented with iol opacification just over four years post-operatively. The patient medical history received identifies that the patient has secondary glaucoma, amblyopia (os eye), herpetic keratouveitidis (od eye) - 2015, arterial hypertension, cardiac arrhythmia and bph. "Precipitates" is listed in the "adverse events" section of the IFU. The iol was explanted and exchanged for an alternate iol on (B)(6) 2021. The explanted lens was retained and returned to rayner. The explanted lens was sent to a third-party independent laboratory to undergo structural and ultrastructural analysis (scanning electron microscopy (sem) and energy-dispersive x-ray spectroscopy (eds). Analysis was completed on 11th june 2021. Elemental analysis of the subject iol, and its inspection under high magnification concluded that there was no evidence of calcium phosphate mineral deposition on the lens. Only carbon and oxygen of the base lens polymer, nacl from the saline, and silicone attributable with oven drying process were detected. The iol analysis concludes that there is no calcification of the iol. It is not possible from the analysis performed to determine the root cause of the deposits observed on the lens by the healthcare facility. No device problem found/no problem detected.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the patient presented with iol opacification just over four years post-operatively. The patient medical history received identifies that the patient has secondary glaucoma, amblyopia (os eye), herpetic keratouveitidis keratouveitides (od eye) - 2015, arterial hypertension, cardiac arrhythmia and bph. The iol was explanted and exchanged for an alternate iol on (B)(6) 2021. The explanted lens was retained and has been returned to rayner. The lens will be sent to a third-party independent laboratory to undergo sem and eds analysis. The results of the device analysis will be provided in a follow-up report. "Precipitates" is listed in the "adverse events" section of the IFU. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient's pre-existing medical history is suspected to be a contributory factory to the onset of opacification in this case.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its czech distributor of an event that occurred following implantation of a t-flex aspheric 623t. The event description provided states that just over four years post-operatively opacification of the iol was observed necessitating lens explantation,